Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that the patient was needing an MRI. The healthcare provider (hcp) calling was looking to confirm if previous device was explanted - the agent redirected them to the patient's managing hcp to confirm with implanting/follow-up hcp. The hcp mentioned that patient was having issues yesterday connecting to the ins but a manufacturing representative (rep) was able to get their ins into MRI mode yesterday. The hcp stated today the patient was having issues connecting again (hcp states it "was failing to connect") and stated they believe it was because the ins battery was only 10% charged. They noted the external equipment however is 100% charged. They were not with the patient at time of call, the hcp redirected the patient to recharge ins and come back for MRI. Additional information was received from the patient. When asked the cause of the communication issues the patient noted they "do not know the outcome" but provided the response of "went for MRI" when asked for the likely cause of the communication issue. The patient was unsure of what steps were or will be taken to resolve the issue and noted it is unknown if the issue is resolved.